Event description:
Pt experienced increased pain. Posterior movement of inferior prodisc-l endplate, and fracture of the posterior aspect of the sacrum into the spinal canal on postop day #3 following a prodisc-l implant at l5-s1. Pt rec'd two prodisc-l medium implants (l4-l5, l5-s1) at time of implant. Surgeon plans to revise l5-s1 to fusion.

Manufacturer narrative:
Add'l info has been requested. No investigation could be performed, no conclusion could be drawn as no device was returned. Synthes is unable to determine the MFR date without a lot #.